Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to t-wave oversensing. Technical services advised some programming options. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to t-wave oversensing. Technical services advised some programming options. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. There were no adverse patient effects. Later, the entire system was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.